Event description:
It was reported that the wake button was delayed in responding to presses. Customer ¿cleaned around button to ensure no accidental presses." Additionally, it was reported that the pump touch screen was unresponsive and delayed in responding to presses. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was approximately 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.